Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer confirmed that they replaced the uim with a new one and the device issue was resolved and no other problems occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator is having uim issues; when the device is turned on, the screen goes blank and all leds remain lighted. Furthermore, there was no patient was associated with the reported event.